Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Extended bolus requested in the early morning hours of (B)(6) 2017. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. Tandem technical support followed-up with customer. Customer has made adjustments to basal rate settings and bolus requests with help from healthcare provider. Customer is not having any more issues. There is no evidence of device malfunction.

Manufacturer narrative:
On (B)(6) 2017, the customer reported that the healthcare provider had adjusted the pump's basal and bolus settings. The customer no longer has had the low blood glucose issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 31 mg/dl. As the customer could not be awaken in the morning, the customer's spouse called the paramedics. The customer was treated with an intravenous glucose. The customer did not know the cause of the low bg and was to be meeting with a healthcare provider to discuss the low bg.